Manufacturer narrative:
This event was reported to spacelabs 14 days after the date of occurrence. A hospital biomed tested the involved devices at the time of the event and did not report an issue with the devices. A spacelabs field service engineer visited the customer site to investigate but was not allowed to test the devices since they were in use on other patients. The customer did not provide retrospective data, alarm settings, or error logs for the reported event. An investigation to root cause could not be performed due to the lack of data provided by the customer. This report is considered final and the issue closed. Placeholder.

Event description:
Spacelabs received a report that a central monitor model 91387-38 did not alarm when the bedside monitor qube model 91390 with command module model 91496 generated an alarm at 5:25 p.m. On (B)(6) 2014.

Manufacturer narrative:
The investigation is underway. We will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that a central station monitor, model 91387 had no alarm audio when the bedside monitor alarmed.